Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that since the implant procedure, the implantable cardiac monitor (icm) had moved and was very sore in the implant site. The icm remains in use. No further patient complications have been reported as a result of this event.